Manufacturer narrative:
Plant investigation: a product history review was performed. A review of the complaint management system identified 10 additional reported events for lot no. 20nxac014 related to conductivity issues. A review of the product inventory records for lot no. 20nxac014 indicated that 4486 cases of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac014 met release specifications. As of 11/25/2020 no samples were returned. Samples are not needed to confirm the allegation. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20lxac014 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20lxac097 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Event description:
A hemodialysis (hd) clinic biomedical technician (bmt) reported to fresenius customer service that a batch of naturalyte was resulting in low conductivity during testing/set-up prior to initiating treatment. There was no patient involvement reported. There are a total of 29 jugs of the same batch which the clinic has removed from stock and will not be using. Upon follow up, the bmt confirmed the reported event. She said she was informed that a machine had low conductivity during setup while using a particular batch of naturalyte. She repeated the tests and confirmed the low conductivity. She does not recall the conductivity values but clarified that it was not within the acceptable limits to initiate treatment with the batch. The remaining 29 jugs of the reported batch were sequestered. She confirmed no patients were treated with this batch. There was no service recently performed for the machines involved. They are using naturalyte bicarb (part and lot # unknown). A sample is available to return. The bmt was informed a pick up will be scheduled for a sample return.